Event description:
It was reported "the pump sometimes does not register that the charger has been plugged in". There was no reported adverse impact to the customer. The customer opted out of troubleshooting, and no additional patient or event information was available.